Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during procedure. Time of symptoms/ae: during procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. After the clip was fired, the device could not be removed. The patient was sent to surgery where the clip and the device were removed from the arteriotomy. There was no reported adverse patient effects, and though requested, no additional information was available.